Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the system did not irrigate during a cataract extraction with intraocular lens implantation case. The case was completed by using a different system, with no delay. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 29, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).